Manufacturer narrative:
A patient is not receiving effective therapy due to high impedances was reported to abbott. Reprogramming was attempted but unsuccessful. As a result, both leads were explanted and replaced. Therapy was restored. The device was not returned for analysis; however, diagnostics report was received and confirms multiple contacts with invalid impedances. Based on the information received, the cause of the invalid impedances could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-14499. It was reported the patient is not receiving effective therapy due to high impedances. Reprogramming was attempted but unsuccessful. Surgical intervention was undertaken on (B)(6) 2021 wherein both leads were explanted and replaced to resolve the issue.